Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump initially but later resolved the issue without the malfunction recurring. Technical support advised them to continue using the pump and to call back if any malfunction codes reappeared.